Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired on the renal vessels with a white cartridge. Once fired on renal vessel there was profuse bleeding. It appeared that the device did not fire properly. The procedure was immediately converted to open in an attempt to control the bleeding. They were never able to control the bleeding. The patient later expired. In examination of the kidney, the device had only fired one staple line. The procedure continued for ten hours.

Event description:
(B)(6) 2013 ethicon (B)(4) spoke with mr. (B)(6) and he advised (B)(4) has performed a visual analysis and found no issues with the device. Ecri continues to have possession of the device but the hospital did not allow a test firing of the device as they are concerned that down the road the patient's family may be concerned that the device condition was "altered" by the test firing. While the cartridge is unavailable, mr. (B)(6) did advise that the pathology specimen contains three staggered rows of staples. He agreed to contact me if the family contacts them and the analysis moves forward. He also recommended that we check back with him in six months to see if further analysis has been performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device being sent to a third party for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional follow up: spoke with the sales rep; he indicated that the event was reported to him by the surgical tech. He had not spoken to the surgeon as of today. According to the surgical tech after the device was fired for the first time only a single staple line was seen on the specimen side and not 3. The patient began bleeding immediately and blood filled the abdominal cavity. The device was being used in a laparoscopic right nephrectomy. Was the device fired on the renal artery, vein or both? Renal artery. Confirm the device that was used? Echelon flex. What were the patients preexisting conditions? Unknown. Did the surgeon have proximal and distal control? Only 1 row of staples formed on specimen side. Were there any anomalies during the firing? Force to close or fire? No. Would the acct be willing to provide a copy of the operative report(patient information redacted)? Unknown. Did the deployed staples appear to be formed? Yes, but only one row of staples were deployed and formed. Which port was the endocutter in? Unknown. Describe the tension or torque on the vasculature? Unknown. Patients age, sex and weight? Unknown. Was an autopsy performed? Unknown. Ees medical director spoke with the surgeon about this event. He was using the echelon rather than the ets because the renal pedicle was longer than he typically encounters, but not unnecessarily thicker than usual. He was able to easily encircle the pedicle with his fingers. The device was fired, felt normal, and was opened and removed, and all was well briefly. Upon moving the kidney intense bleeding ensued. After evacuating blood, and clot and once things were under control, he did not see any mal-formed, or unformed staples. He did see a single staple line on both the specimen and patient side of the cut line. He had used clips, but was careful to make sure there were none in the jaws of the stapler. His belief is that he received a load that contained only one row of staples. Ees risk manger spoke with attorney for the hospital and he indicated the device will be sent to ecri for analysis. He agreed to check with the hospital to see if ees can send an engineer to observe the analysis and he anticipates this will be allowed. He advised the patient was (B)(6) and was being treated for cancer. Received device photos from account attorney. Review indicates that the cartridge contained in the device is an unfired cartridge. Requested clarification from attorney as whether this is the cartridge utilized during the procedure.